Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensed myopotential noise resulting in inappropriate therapy. It is suspected that the device and/or electrode have moved since implant. No adverse patient effects were reported and all available information indicates that the products remain in service.